Event description:
The company was notified of the incident in 2004 by the company representative. During an aortic coarctation procedure, two clips became loose causing & strong hemorrhage arterial predominance. No further info on the initial date of awarness. More information was provided in december 2004 from the co rep. Age and sex of pt was provided along with surgical info. The surgeon was attempting to ligate the thoracic descending aorta and collateral artery when the clips applied had slipped off the ligation site creating hemorrhaging and weak tissue. The bleeding was controlled by clamps. Site was repaired. No further complications at the time of this report.